Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04779 / 04780).

Event description:
It was reported a patient underwent an initial total hip arthroplasty on (B)(6) 2010. Subsequently, the patient underwent a closed reduction on (B)(6) 2015 due to dislocation. The patient was revised on (B)(6) 2015 due to pain and suspected adverse reaction to metal debris (armd). The head and cup were removed and replaced.